Manufacturer narrative:
The allegation is against 1of 2 components; however, it is unknown which component(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), batch: a000131881. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced swelling at the lead site. As such, surgical intervention was undertaken on (B)(6) 2023 wherein the system was washed out for extra precaution. A culture was done and no sign of infection.